Event description:
Routine investigation when a complaint was received that blood glucose values taken repetitively within a valid time frame of 15 minutes fell outside of a +/- 10% range of the mean value. When these results fall outside this range, the blood glucose meter may not be reproducing blood glucose results properly. There was no report of medical intervention, death or serious injury.